Event description:
The hcp reported that the pump was explanted prematurely after 15 months implant duration. The hcp reported that the "pt believes not functioning properly". At implant, it was noted that the pump "was very difficult to program a purge bolus...but the pump rotors were functioning approximately". The hcp reports that "the pt was difficult to fill and required frequent fills due to the size of the pump". They indicated that the pt may have been "short filled once when they had a difficult time and the volume not reflecting the loss of volume". In 2005 it was very difficult to interrogate the pump. The hcp is unaware of any evidence the "pump was not working properly". The pt receives morphine via the drug delivery system. The pump was replaced with another drug delivery system. The pt outcome is reported as "good".